Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the adc device sensor tip remaining in the skin and experiencing bleeding and pain at the sensor site. Hcp contact was made on 12 jul 2022, the customer was placed under anesthesia and the hcp removed the filament tip and applied a dressing. No further information was reported. There was no report of death or permanent injury associated with this event.